Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off of the device. They completed the case with a like device. There was no patient consequence reported.